Manufacturer narrative:
(B)(4).

Event description:
The customer reported that they were having an issue with the recapper of the cobas p 512 system. The customer stated that when the recapper goes up to recap a tube with foil, it removes the foil. When the recapper then goes to seal the foil to the tube, it partially melts the sample tube since there is no foil there. No adverse events occurred in relation to this event. The field service representative determined that the foil put-down was dirty. He cleaned and tested the foil put-down unit. The customer then processed over 600 samples with no errors.